Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. The complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the malfunction was observed and the pace/defib engine was replaced. The device was recertified and returned to the customer. The pace/defib engine was returned to zoll medical us; the malfunction was duplicated and attributed to a cracked solder joint on transformer pin 4 on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.